Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the pulling device was inserted into the femoral shaft in an oblique way and its tip was broken into two pieces. This report is 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis manufacturing documents were reviewed and no complaint related issues were found. The investigation of the complained instrument found that the tip is indeed broken off. The article was analysed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified (manufactured july 2007). The broken surface is homogenous which indicates material conformity as well. Damages on the wheel are clearly evident that extreme force over the years may have resulted in the breakage of the tip (possibly too much mechanical force had been applied during the surgery). No product fault could be detected. Placeholder.